Manufacturer narrative:
Unable to prime during prime alarm test due to faulty force sensor. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed basic occlusion and displacement test. Unable to test insulin pump with life scan test unit due to prime anomaly. Unable to confirm history anomaly and excessive no delivery alarms due to prime anomaly. Scratched display window, broken reservoir tube lip, bite marks on case and missing end cap noted during visual inspection.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 450mg/dl. Troubleshooting was performed. The time and date were correct, but the bolus wizard settings were unknown. Assisted the caller to run a manual prime test and the insulin did exit. It was mentioned that the customer over bolused once he went back on the insulin pump, and he could not keep any food down, but he was on the device receiving insulin and his blood glucose dropped to 21mg/dl. It was stated that the customer has been off the insulin pump, and he removed the infusion set for three days. The father also stated that the he is concerned that the insulin pump was recording information that it is not programmed. He stated that they did not program 75.0 units to be delivered in less than 20 minutes. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.